Event description:
It was reported that the pt presented to clinic for a pump refill and reported itching. No volume discrepancies were noted at that time and the hcp believed the itching was due to a different cause. The pump contained lioresal 2000 mcg/ml at a daily dose of 250 mcg in complex continuous mode. In 2007, the pt returned for another pump refill at which time it was noted that 18 ccs were removed from the pump. The pump was then filled with saline filled with saline. Troubleshooting and other options are being considered, but currently the pump remains implanted.